Event description:
Physician reported left side pain and discomfort, "silicone-induced granuloma in the left implant associated with small fluid collection, compressive effect on the implant, a kind of abscess behind the implant, and thickening of the back wall on the left side¿, ¿signs of capsular contracture" (baker grade IV), mastalgia, a feeling of tightening in left breast for 8 months, and hardening of the breast. Device remains implanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿silicone-induced granuloma in the left implant associated with small fluid collection, compressive effect on the implant, a kind of abscess behind the implant, and thickening of the back wall on the left side¿ and ¿signs of capsular contracture (baker grade IV). Continued e1 phone number: (B)(6).

Event description:
Physician reported left side pain and discomfort, "silicone-induced granuloma in the left implant associated with small fluid collection, compressive effect on the implant, a kind of abscess behind the implant, and thickening of the back wall on the left side¿, ¿signs of capsular contracture" (baker grade IV), mastalgia, a feeling of tightening in left breast for 8 months, and hardening of the breast. Device remains implanted.